Event description:
New information noted that the implantable cardioverter defibrillator was reprogrammed (B)(6) 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up on (B)(6) 2020. Upon examination, the implantable cardioverter defibrillator was found with stored episodes of post paced t wave oversensing from (B)(6) 2020. The patient did not receive inappropriate therapy during the oversensing. Programming changes were recommended. No patient symptoms were reported.